Event description:
The customer reported to olympus during reprocess of the evis lucera colonovideoscope, the scope nozzle was clogged with black rubber like material. It was reported that the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion section was wrinkled at several area, nozzle was clogged by black rubber like material, no labeling on the scope connector cover, protector aging, electrical connector rusty, light guide tube wrinkled, switch box discolored, and switch 1 discolored. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and cause of the foreign material lodged in the nozzle could not be identified. It is likely that the foreign material was a part of the packing of the air/water valve. It may have broken and lodged in the nozzle. Since an abnormality can be detected by inspecting the air/water valve prior to use, it is likely that the user¿s inspection was incorrect or insufficient. The root cause of this reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿operation manual- preparation and inspection - preparation and inspection of accessories. Inspection of the air/water and suction valves: check for excessive scratching or tears in the air/water valve¿s seals.¿ ¿note: the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves.¿ olympus will continue to monitor field performance for this device.